Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the settings changing on their own was not determined. The issue has been resolved.

Event description:
The rep met with the patient last wednesday to check patient's programming and impedance check showed 0 being greater than 40k ohms. Rep said she reprogrammed and oor is not showing up now. While checking patient's implant, rep said she got some sort of error and it forced her to exit; when she reconnected to the ins, all programming was gone and she had to reprogram patient. Rep also mentioned that patient's position is off, when upright it can register laying right. No pocket issue per rep. Rep said she had to reorient the ins. Rep wanted to know if error is malfunction of patient's ins. Rep doesn't have the tablet to get log files from it, but she'll call mobility at a later time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that the patient had an increase in pain so the rep reprogrammed the device around (B)(6). Everything was working fine and the patient had 80% better relief after meeting the rep. The rep said the patient likes to play around with the controller and settings and everything was fine until (B)(6) 2016. The settings were changing on their own even though the patient wasn't switching positions. Program 4 was at 0 ma, but program 1, 2, and 3 were at 1.1 or 1.2 ma as they had programmed them. When the patient went to turn up program 4, it hit the out of regulation (oor) message, and when that happened, program 2 went to 0 ma, program 3 went to 1.4, and program 4 went to 1.0 even though the patient wasn't touching any of the other programs. The rep didn't think they gave the patient access to group adjust, pulse width, or rate. The rep was not with the patient and will be meeting with them next wednesday.